Event description:
A home patient contacted baxter's technical service center regarding a leaking patient line on a homechoice casette during therapy. The technical service representative (tsr) advised the home patient to start over with all new supplies. The home patient did not know the lot number of the casette and had discarded the sample. Per the home patient, there was no patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA may 2, 2007.